Event description:
Prior to use on a patient, during inspection testing, they were unable to extract the water from the balloon.

Manufacturer narrative:
Qn# (B)(4). The batch card(s) for the complaint lot(s) was reviewed, product released meet specification. Complaint reported that "prior to use on a patient, during inspection testing, they were unable to extract the water from the balloon." There was no actual or representative complaint sample returned for evaluation, thus no physical assessment was conducted for this complaint and investigation will be based on document review. Balloon did not deflate could be occurred due to several reasons such as blocked airline, dented or the latex piece left inside the airline. However, without returned sample, the actual phenomenon which could lead to non-deflation could not be determined and associate it with any of the above-mentioned root cause. In addition, all foley catheters are subject to 100% inspection including balloon test, leak test and blockage. The defective catheters will be culled out during inspection. Balloon could not be deflated may occurred due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
Prior to use on a patient, during inspection testing, they were unable to extract the water from the balloon.